Event description:
Correction - the system was explanted on (B)(6) 2018. New information - a new system was implanted on (B)(6) 2018. The patient was stable throughout the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient suffered from pocket infection. It was noted that the system was infected. The physician did not believe that the infection was due to the system. The patient was stable during and post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.